Manufacturer narrative:
The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side " capsular contracture" baker grade unknown, "few quantity of liquid.¿ and "multiple radial folds." The device remains implanted.